Manufacturer narrative:
A. Patient information. Pt identifier and date of birth not reported by customer. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient passed away due to multi-organ failure (mof). The patient was admitted due to heart failure and found to have high white blood cell count (wbc). The patient was cachexic. They were treated with antibiotics. Echocardiogram (echo) suggested left ventricular ejection fraction (lvef) 7%, clots in right atrium, left ventricle, and thrombus in pulmonary artery (pa) was found. The patient was supported with intravenous (IV) inotropes and total parenteral nutrition (tpn). Later, the patient required intra-aortic balloon pump (iabp) and extracorporeal membrane oxygenation (ECMO). Patient's wbc count was found normal. Liver bilirubin levels were increasing. The patient was also listed for transplantation, but they were unable to get a heart. The patient was implanted with heartmate 3 (hm3) as rescue. Post operatively, the patient went into multi organ failure. They were supported with right ventricular assist device (rvad), but it did not improve. The device worked as expected and did not cause or contribute to mof. Right heart failure existed prior to hm3 implant, which was not caused or contributed by any device related issue. The outcome was not considered device or therapy related. An autopsy was not performed. The device was not explanted and will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, hepatic dysfunction), thrombosis, and death, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.